Manufacturer narrative:
The following fields were updated due to additional information: d4. Medical device lot #: unknown d4. Medical device expiration date: unknown d4. UDI#: (B)(4). H4. Device manufacture date: unknown investigation summary: bd received one photo for investigation. The evaluation of the photo does not showcase any evidence of underfill. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: draw volume- underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) plus blood collection tubes there was 1 tube that underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) plus blood collection tubes there was 1 tube that underfilled. No adverse impact was reported regarding the patient or user.